Event description:
The resident was on 6 liters of oxygen continuous, and used an oximizer which is in replace of a nasal cannula. She used the portable canister anytime she was up out of bed and needed to be more mobile. The resident is oxygen dependent and was living alone prior to coming to the facility. When the staff entered the bathroom, they found the resident standing over her wheelchair, holding onto the arm rest. The staff observed the canister was lying on its side under the wheels of the wheelchair, and vapor was coming out of the port of the canister. The liquid oxygen in the portable canister then froze up the tubing and into the oximizer freezing the resident's skin surrounding her nose and the nose itself. The resident's nose was white and started to bleed. Thus, 911 was called and the resident was admitted to the burn unit at hospital with third degree burns. She had surgery in 2008 to remove necrotic tissue from both of the nares. She returned to the facility about 4 days later. Thus, 911 was called at 6:15 about 2 days later, and she expired at the hospital that night at 9:45. Dose or amount: 6 liters. Frequency: continuous. Dates of use: 2008. Diagnosis or reason for use: chf.